Event description:
It was reported that patient experienced progressive urinary incontinence due to possible/probable atrophy. Patient underwent a reimplant surgery of his artificial urinary sphincter (aus). A new double cuff aus system was implanted. No information about the previous device was explanted. Additional information was requested, however, no further information was available at the moment.